Event description:
It was reported that approximately 24 months post-implant of a bifurcated device, two suprarenal aortic extensions, an infrarenal extension and a limb extension, a follow-up computed tomography scan identified an endoleak between the limb extension and the bifurcated device. The physician treated the patient with a limb extension, which successfully corrected the endoleak. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient hence, device evaluation could not be performed. Medical records or images were not provided for clinical assessment; however, procedure planning for the secondary procedure was provided and revealed angulation of the left iliac artery. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed, and confirmed that the reported event is adequately captured in the existing labeling. Based in the investigation findings, a root cause could not be determined with available information; however, the patient anatomy might have been a factor.